Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post traumatic neuraligia. It was reported that the patient called a rep yesterday and told them she could not increase her stimulation on any of her programs. She further reported several falls. The rep saw her today and noted significant high impedance problems on both leads (attached). Reprogramming was done. Her health care provider (hcp) is aware of the problem and is scheduling her for a pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This patient is scheduled for a pocket revision tomorrow. The plan is simply to disconnect and reseat the leads. There are no explants planned, so there will be nothing to return. This issue is resolved at this time, and this has been confirmed with the hcp. The patient was successfully revised today. The trigeminal lead was found to have migrated slightly, and was successfully replaced at the discretion of the hcp. All impedance on the trigeminal lead 0-7 are normal. Electrodes 11 and 12 on 8-15 on the occipital lead are 31010 and 31210 respectively. The hcp chose not to replace that lead as it is not impacting the patients therapy at this time. The patient has excellent post operative coverage. The hospital discarded the explanted lead, because it was cut in half to facilitate it¿s removal. No further intervention is planned or anticipated at this time. Please close this case.

Manufacturer narrative:
Continuation of d10: product ID 977a160 lot# serial# (B)(6), implanted: explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.